Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced a sustained rise in blood glucose while using the ilet and a 23" teflon 6 mm inset infusion set, without meal announcements or device alerts, and the agent provided troubleshooting and education culminating in a full supply change with cartridge and infusion set replacement; the initial blood glucose was 348 mg/dl and insulin delivery was resumed, after which glucose trended down to 291 mg/dl with a viable site. Symptoms included hyperglycemia with earlier thirst that resolved. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.